Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and rectocele.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a rectocele. The outcomes attributed to the device were pain, recurrence, vaginal scarring and urinary problems. It was reported that the patient underwent transurethral resection and removal of mesh on (B)(6) 2007 due to outlet obstruction. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent cystoscopy, sparc sling, urethrolysis with removal of tvt by dr (B)(6) on (B)(6) 2011.